Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed), the proximal conductor had blood/body fluid (not obstructed), the outer insulation was melted, had cosmetic environmental stress cracking and a cosmetic depression and there was apparent explant damage. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism, and there was apparent explant damage.

Event description:
It was reported that left ventricular lead and the right atrial lead dislodged during a right ventricular lead extraction. The leads were explanted and replaced. No patient complications were reported as a result of this event.